Event description:
The customer reported that while they were getting ready to transport a patient within the hospital, the iabp shut down without generating a "low battery" alarm when it was unplugged from the wall outlet. The patient was switched to another iabp and therapy was continued. The transport was completed. No patient injury reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. The customer elected to service the iabp themselves. The biomed determined that he battery was drained. After he plugged the iabp into an ac source and recharged the battery, the system functioned properly. The customer returned the iabp to service and has had no further problems since that time. (B)(4).